Event description:
Additional information was received from a representative (rep). When asked what actions have been taken to resolve the fluid at the new ins site, the rep replied and said that the doctor has continued to drain the seroma. It was stated that the issue was not resolved at the time of reporting.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding an implantable neurostimulator (ins). The caller notes that the patient's (pt) typical managing doctor is out on an extended medical leave and the pt is now being seen by a different healthcare provider (hcp) in the meantime. The caller notes that the pt had a pocket revision two months ago, but the caller doesn't know with certainty the reason for the revision. However, the rep speculates it may be because of persistent seromas--the caller notes that they have had to drain fluid from the new ins site since the revision but apparently, they had to drain fluid since last year as well. The caller notes the doc who is managing the pt in the meantime is wondering if this could be allergy related. Agent sent ins/lead manual for specs and reviewed considerations.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.